Manufacturer narrative:
Device evaluation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, a delamination was observed on the non-cavity ID end which extended from approximately 280 degrees to 30 degrees with the dialysate ports at 0 degrees. Additionally, approximately half of the pu (polyurethane) cut surface showed fibers to have a lighter shade of color. The complainant did not report any discoloration or fiber damage. The fibers were inspected and no defects or plugged fibers were observed. It is unknown whether the complainant¿s method of decontamination may have contributed to the discoloration. There were no other defects or irregularities visually identified on the fiber bundle or any of the molded dialyzer components. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred at the beginning of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. It was reported that blood was visible in the hanson lines. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.